Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8749, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Event description:
It was reported the pain pump went empty and the patient went through withdrawal.

Event description:
Patient's wife reported last summer the patient went in to withdrawal. The patient went through withdrawal "so bad, that I had to get the ambulance." The pump did not alarm. The patient was "at the hospital and they thought he overdosed." The patient was hospitalized and stayed overnight. Caller mentioned the pump is great and it helped the patient with his symptoms. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.